Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary drip chamber. The tubing set was being used to deliver normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified concentration of vancomycin. The primary solution container was lowered. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into primary set tubing and drip chamber. The primary and secondary tubing sets remained in clinical use and the infusion was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.